Event description:
It was reported that during an unknown procedure, the jaw could not close. Changed to another one still had the same issue. Changed to the third one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged spring cartridge lockout tab the analysis found that one ec60 device was returned with the clamping mechanism damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the closing trigger was found broken in the area where it latches with the closure link. The broken piece of plastic was not received for analysis. Furthermore the closure link pin was out of position and missing. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin is out of position and missing it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.